Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained strips. Visual inspection performed on the returned meter and no issues were observed. Retained batteries were inserted and the indicator lights did not flash. The meter did not power on with button depression, cal bar or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the universal serial bus (usb) cable. The meter was further investigated and de-cased. An internal inspection was performed, and no issues were observed. Measured crystal and no oscillations were observed on the crystal. Mix match testing was performed to determine the cause of the reported issue. Re-soldered the crystal to the returned meters pcba (printed circuit board assembly), it did not powe on, measured crystal on oscilloscope and observed no output. The crystal was swapped with a new unused crystal, the retunred meter turned on with button depression and date and time were set successfully. Thia issue is confirmed to a faulty crystal. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.